Manufacturer narrative:
Concomitant products: sigadaptshort - sig power sigadaptshort lin short adapt, (sn:(B)(6)) sigpshell - sig power sigpshell control shell, (lot#n3l2198y) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3f0411) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy pancreaticoduodenectomy, during first firing of gastric incision, using a powered stapler with a 60mm reload, the knife only returned halfway position after firing was finished. At that time, the power handle was blacked out. The jaws were opened with a forceps and released. One row of staples at the base did not seem to be fired, and additional manual suture was applied and reinforced. A manual stapler was used to complete the case. When the nurse reset the device, it was restarted. After the surgery, an attempt was made to set-up the device, and it was displayed as ready to fire, even though the cartridge had been fired.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the instrument locked on tissue and the display screen was not working. The reported issue were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was also reported that the knife blade was difficult to retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.